Event description:
A customer observed multiple, higher than expected vitros valp proficiency sample results (chm-02 = 118.9, 124.4 ng/ml vs expected result of 98.37 ng/ml; chm-03 = 75.8 ng/ml vs expected result of 61.93 ng/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. It is unknown whether patient samples were affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros valp proficiency sample results were obtained. An ocd field engineer performed adjustments to the secondary metering assembly. However, there was not enough evidence to conclude that the service actions performed directly impacted vitros valp performance. A definitive root cause could not be determined. However, an equipment related issue cannot be ruled out as a contributing factor.